Event description:
It was reported the patient had bacterial vaginosis. It was noted the patient was prescribed flagyl for seven days. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010. It was reported the patient had vaginitis, vaginal itching, and vaginal discharge. It was noted no action was taken. It was reported the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v344591, implanted: (B)(6) 2009, product type: lead. (B)(4).